Event description:
I began use of CPAP on (B)(6) 2016 and used it with regularity. On (B)(6) 2016 I had to see my allergist because of symptoms of chest tightness, discolored sputum, and cough. At that time he did not believe there was an infection. However, I had to see him again on (B)(6) 2016 for worsening of the same symptoms. There was considerable discolored sputum and, for reasons I do not fathom, he still felt it might be non-bacterial. By the next week (now the beginning of week three of using the CPAP), I called and insisted on some intervention. He ordered a pa/lateral chest x-ray. It showed gross infiltration. On (B)(6) a biopsy was performed of this very large shadow mass which subsequently proved to be an alpha strep of the abscess forming variety. I was admitted to the hospital (B)(6) quite ill. I was discharged on (B)(6) having had to have two surgical procedures the second of which was a vats placement of a drain in the right middle lobe and section of rib resection that showed osteomyelitis already formed. I am now on 6 weeks of IV antibiotics.